Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to patella femoral pain. Stryker patella was implanted and our poly was swapped out for another size of ours.